Event description:
Litigation alleges implant failure, elevated metal ion levels, injury, and pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013, patient has been revised to address pain. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 5/19/2014 - medical records received. Upon revision, 40 ml of orange tinged cloudy synovial fluid and corrosion upon removal of the femoral head were noted. The sleeve and stem are being added to the complaint. The stem remained in situ. This complaint was updated on: 06/10/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/21/2014 - data issue form received. Patient suffered from altr. There is no new additional information that would affect the investigation. This complaint was updated on: 08/01/2014.